Event description:
On (B)(6) 2024 it was initially reported to gynesonics that a patient treated with the sonata system was hospitalized/ admitted longer. Patient received sonata for a type 1 fibroid. Patient felt well after treatment and was discharged. After 2-3 weeks she came in for examination with abdominal pain. She received hysteroscopic surgery because there were fibroid remains in the cavity causing problems. Patient was reported to be doing well.

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.